Event description:
It was reported that 5 bd plastipak¿ luer-lok¿ tip syringes had cracked hubs and leaked product. The following information was provided by the initial reporter, translated from french: "this event only happens when using the white 5-azacitidine product... Quality defect with risk of contamination of the personnel. Product concerned: 3ml syringes used for chemotherapy. Presence of cracks leading to drips on the hands during the injection of the product... . Has any patient or user suffered any physical harm? At the moment no."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd plastipak¿ luer-lok¿ tip syringes had cracked hubs and leaked product. The following information was provided by the initial reporter, translated from french: "this event only happens when using the white 5-azacitidine product...quality defect with risk of contamination of the personnel. Product concerned: 3ml syringes used for chemotherapy. Presence of cracks leading to drips on the hands during the injection of the product... Has any patient or user suffered any physical harm? At the moment no".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: six samples were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 1046561. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.